Manufacturer narrative:
D10 concomitant products: 18875 18875 7.5mm taperguard evac trachealx10, lot# 24e0137jzx, 18875 18875 7.5mm taperguard evac trachealx10, lot# 24e0137jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventilator alarm that indicated low tidal volume and low pressure. The patient had bubbling sounds in the throat. The nurse considered that the cuff pressure was insufficient, it was inflated, and the cuff pressure was measured, but the pressure value dropped rapidly. The doctor replaced the endotracheal tube and the cuff pressure was re-measured normal. The ventilator did not alarm and the patient's vital signs were stable.